Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue, the slides of the device allegedly could not be primed. It was further reported that the movement of the slides was not smooth, no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was missing and the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation and failure to prime. The identified bumper issues likely contributed to the incomplete tang engagement, the identified self-activation and the reported event. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue, the slides of the device allegedly could not be primed. It was further reported that the movement of the slides was not smooth, no coaxial was used and the procedure was completed with another device. There was no reported patient injury.